Manufacturer narrative:
Investigation summary: sample was not decontaminated. One actual sample was received. No defects or abnormalities were observed. The complaint is unconfirmed as no defect is observed on the sample. The sample was subjected to visual inspection. The sample was subjected to safety needle visual inspection procedure (assembly) per (B)(4). The results of the visual inspection procedure for the samples were within specification. From the sample, there was no abnormality observed during the visual inspection. During the review of DHR, there was no abnormality observed during visual inspection performed during the out-going inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non- conformance for the past one year.

Event description:
It was reported that before use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle there was an issue with foreign matter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd eclipse¿ 3 ml bd luer-lok¿ syringe with detachable needle there was an issue with foreign matter.